Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: evaluation statement- the complaint device is not being returned, therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed with an unrelated nonconformance to the reported incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: the batch review 3704085 showed that the devices were conformed to in process and finished goods specifications when released to stock the 14 aug. 2013. Expiration date: 2016-06 (according to retained labels). Nonconformance was opened relating to sealed area of the pouch present some large voids, with no link with this complaint. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
Our affiliate reported when surgeon was completing his repair and was knot tying ¿ he passed the initial knot with ease and then on the 3rd half-hitch the blue orthocord snapped almost at the knot level, whilst he was using the knot pusher . He didn¿t appear to be using excessive force and I was told this had happened on a previous occasion at the same point a few months back (I wasn¿t informed of this at the time as it was presumed it was a one-off.)